Manufacturer narrative:
Product analysis: there was no damage to the distal tip or the balloon bond. There was stretching/damage at the guidewire entry port and running distally for 9cm. Stretching was evident proximally to the guidewire entry port and running proximally for 5 cm. The catheter was kinked at the strain relief and 89 cm distal to the strain relief. A .015 inch mandrel and a .014 inch guidewire could not be loaded in the device due to the stretching/damage to the distal shaft. The balloon could not be inflated due to the damage to the inflation lumen. A stylette similar to those used during manufacturing could not be fully placed in the device due to stretching on the distal shaft. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a sprinter legend rx balloon to treat a diagonal branch lesion with high calcification -cto. It was reported that there was no damage noted to the device packaging or any issues removing the device from the hoop/tray or removing the protective sheath / packaging stylette from the device. The device was inspected with no issues noted. Negative prep/purging performed on the device prior to use, no issues. The lesion was pre-dilated. The sprinter legend balloon was inflated twice first 16sec @ 10 atm, second 12 sec @10 atm. It was reported that during the procedure the device passed through a previously deployed stent and while advancing the balloon, resistance was felt but no excessive force was used. It was reported that difficulties were encountered when inflating the device and the device could not deflate. Device was not moved or repositioned prior to the deflation difficulties. No intervention was used to remove the device from the patient. No patient injury reported. Approx 3 resolute drug-eluting stents implanted successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.